Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. It is not known if in all 5 cases if the lot numbers were the same. The affiliate does not have specific information for the five events that occurred. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. It is not known if in all 5 cases if the lot numbers were the same. The affiliate does not have specific information for the five events that occurred. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The previous event description was incorrect as it stated the evaluation summary. The correct information has been provided. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. It is not known if in all 5 cases if the lot numbers were the same. The affiliate does not have specific information for the five events that occurred. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that there were 5 patients that had the drain implanted and were unable to drain the fluid from the drip chamber to the collection bag. A vacuum with a syringe was used to try and restore the passage. Affiliate explained that the hospital pricked the filter with the needle to allow the flow. The drains were replaced and there were no adverse consequences reported. Please see related complaints (B)(4).